Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion and an opening(curved) on posterior leak test and microscopic analysis was performed which identified an opening(crease) smooth on posterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is an opening crease(smooth) on posterior due to fold(flaw) opening.

Event description:
Device was explanted.